Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease flat, non-penetrating nick, and wear abrasion. Leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a sharp crease opening on posterior and non-penetrating nick. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp crease opening on posterior due to a fold flaw opening and non-penetrating nick.

Event description:
Additionally, healthcare professional reported ¿noticed a certain deformity and that the pocket was likely contracted due to the lengthy time since deflation". Healthcare professional also reported ¿most uncomfortable mammogram the patient had ever had¿ this is not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.